Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 15 atmospheres (atm) for 20 seconds. However, during the second inflation at 18 atm for 20 seconds, the balloon ruptured. As per the physician, the balloon ruptured due to stent damage of a non-boston scientific stent. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.